Manufacturer narrative:
Upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 29, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was returned. Visual inspection under magnification revealed the lens was received cut in half and coated in viscoelastic residue. One lens half was observed to be torn at the haptic optic junction. The lens pieces were cleaned revealing no further issues. The physical characteristics of the received lens was confirmed to match that of a drt150 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient¿s left eye. However, the patient was unable to read and had difficulty with distance vision. When the event was initially reported the doctor planned on explanting the iol and replacing it with a different manufacturer¿s lens model rxsight lal (light adjustable lens). When the johnson and johnson investigation was completed it was noted that the lens was returned, which indicates it was explanted. Jnj performed follow-up to get more details regarding the explant date and replacement iol but the information was not provided. No further information is available.